Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The getinge service territory manager (stm) confirmed there was a helium leak at the helium regulatory connection in the iabp cart. The o-ring was twisted and not seating properly. The stm repaired the connection from the helium regulator to the cart outlet and performed a helium leak test. The stm performed all functional, pneumatic and electrical safety test. The unit passed all tests and is cleared for clinical use.

Event description:
The customer reported that after installing a new helium tank, the next day it was discovered that the tank level was low and the cardiosave intra-aortic balloon pump (iabp) had a gas leak. There was no patient involvement. No adverse event was reported.